Event description:
It was reported that the patient heard high urgency tones, but the device interrogation noted no alert events. All alerts were programmed off and the device remained in use with close monitoring of the patient. Subsequently, the device was explanted and replaced when it reached elective replacement indicator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.